Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood,the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst also noted: lead returned with the helix was fully retracted and there was dried blood and body tissue visible on helix. Helix did not extend when trying test without using alcohol to soften dried tissue/body fluid, but then helix was able to be extended and retracted after using of alcohol to soften the dried blood and tissue.

Event description:
It was reported that the physician had difficulty placing the lead during the procedure. The helix was unable to be engaged in the ventricle. The lead was replaced. No patient complications have been reported as a result of this event.